Event description:
The patient experienced pain in bilateral arms and neck. Impedance testing was performed. There were high impedances of greater than 10 ,000, all electrodes were involved. The patient underwent a revision. The bifurcated was disconnected and impedances were run. They were all greater than 10,000. The leads were then disconnected from the bifurcated extension and impedances were run again with normal values. The bifurcated extension was removed and a new one was placed, connected, and impedances were run again and all normal values appeared. A week later the company representative reported that they have not heard from the patient since her revision. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: extension (B)(4) was received on (B)(6) 2015. Analysis results on the stimulator extension (B)(4) indicated that the stimulator extension body conductor was broken at the proximal side of transition. Stimulator (B)(4 ); extension (B)(4).

Manufacturer narrative:
Correction: please note conclusion no longer applies to this report. Upon further review, conclusion applies to extension (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type extension; product ID 3986a, lot # n302243, implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3986a, lot # n147619, implanted: (B)(6) 2008, product type lead. (B)(4).